Event description:
It was alleged that a patient received treatment after performing a test with coaguchek xs meter serial number (B)(4). The patient interpreted the result incorrectly as the unit of measure was incorrectly set on the meter. Patient therapeutic range = 2.2 - 3.0 inr. The patient's testing frequency is weekly. At 10:26 on (B)(6) 2022, the patient allegedly had a meter result of 67 % quick, which the patient incorrectly interpreted and reported as 6.7 inr by adding an imagined decimal point to interpret the result as an inr result. During the call, the unit of measure was corrected and the actual value was reported to be 1.2 inr. The patient allegedly self treated by holding warfarin. No changes were made by the patient's physician. At 19:01 on (B)(6) 2022, the patient allegedly had a meter result of 95 % quick. During the call, the unit of measure was corrected and the actual value was reported to be 1.0 inr. It was reported that no medication changes were made based on this result. The patient went to the emergency room due to the meter value and when tested in the emergency room, the patient's result was reportedly "1. Something". The actual result and test method are not known. Based on the emergency room value of "1. Something", the patient was reportedly given 3 lovenox shots in the emergency room. The patient was not admitted and was sent home. The patient was reported to be currently at home and is fine.

Manufacturer narrative:
The reporter's product was not requested for investigation as the issue is known. There was no malfunction of the device, the misinterpreted result is classified as operator error. The patient's meter's unit of measure was re-set back to inr. The strip lot the customer was using, included the updated labeling and states: caution: the coaguchek xs meter is pre-set to display results in the international normalized ratio (inr). The meter is also capable of displaying results in seconds (displayed on meter as sec) and % quick (displayed on meter as %q) (a measuring unit used mainly by healthcare professionals in europe). When testing for inr, you must confirm that the measured result is displayed in inr prior to using the result and whenever the date and time settings are modified. To reset the measuring unit to inr, follow the instructions in the testing a blood sample section of the coaguchek xs system user manual for self-testing, version 8.0 and higher or call the roche diagnostics technical service center at 1-800-428-4674 for assistance, if the result is displayed in %q or sec.